Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lobectomy procedure, incomplete staple line. During the thoracoscopic right lobectomy, after fired, found the incomplete staple line, suture was used to sew the wound. There were no adverse consequences to the patient.